Event description:
During a procedure, the stent could not cross the lesion. When the stent delivery system (sds) was being withdrawn, the stent dislodged from the sds. After that, another company's balloon was used to implant the dislodge stent successfully at the intended site. Reportedly, there was no patient effect.